Event description:
The customer reported having a low episode of 59mg/dl and the paramedics were called. The caller was experiencing low glucose for more than two years. Troubleshooting was performed, and no damage to the drive support cap noted. Days later the customer called back and stated that the insulin pump alarmed motor error. Assisted caller to run the displacement and self tests and they passed. Then the customer removed the cannula and it was leaning. Advised the caller to disconnect from the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing and no motor error alarms noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.